Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case in a small plastic bag. Viscoelastic was dried on the lens. One haptic was broken in the haptic or optic junction. Cracked damage travelled into the optic material from the broken haptic area. The anterior optic surface was cracked near the center. The posterior optic surface was cracked near the edge. The lens was cleaned with klrp to further evaluate. The attached haptic was easily pliable using tweezers after the removal of the dried viscoelastic. A photo was provided also that displayed damage to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation cannot determine a root cause for the complaint of leading haptic is not flexible. The lens was returned with dried viscoelastic, broken haptic damage, and optic damage. After cleaning the lens, the one available haptic was tested for pliability. This haptic was easily pliable using tweezers. The other haptic could not be tested due to broken and not returned. It is unknown if qualified associated products were used with the lens. The instructions for use (IFU) instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The file indicated that the surgeon tried to load 2 times but choose not to implant since the haptic was not flexible. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before an intraocular lens implant procedure leading haptic is not flexible, surgeon tried to load 2 times but choose not to implant since the haptic was not flexible. There was no patient contact. Additional information has been requested.